Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported the field service took call from the user facility and stated during support to a patient (unknown demographics), the automated impella controller issued a purge cassette error message. Consequently, the aic was exchanged as advised by field service. There was no report or indication of support interruption and/or adverse effects to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue - other has been completed. According to data and device analysis the reported purge cassette error issue was determined to be a purge disc not detected issue caused by a broken purge disc flag. E4 should have been left blank on manufacturer device report 1220648-2025-25595.